Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose was over 600 mg/dl at the time of admission. Customer also reported they had a virus prior to their hospitalization. The customer was hospitalized for three days as a result of their high blood glucose. It was also reported the customer had soreness at their site. The customer will not be returning the insulin pump for analysis.